Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.

Event description:
It was reported that at implant, the lead measured high impedance and noise. It was also noted that the physician stated he thinks, he fractured the lead while manipulating it. The lead was not used. There were no patient complications reported as a result of this event.